Event description:
Reporter states that in 1994, a kinematic ii total knee was implanted. During 1998, the pt noticed a progressive increase in pain. By november it was obvious on x-ray that there was a problem with the tibial component. Upon opening the knee, a piece of plastic was found to be floating free in the knee. It appeared that this piece came from the posterior aspect of the implant. The tibial component was removed, and a kinemax plus baseplate was implanted with the appropriate insert. The patella was also worn and removed. It was replaced.